Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began forward firing. The fiber was changed. There was no procedure and patient outcome reported.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began forward firing. The fiber was changed. There was no procedure and patient outcome reported.